Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-mar-2021. The most recent information was received on 26-jun-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented") and device breakage ("right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented") in a 48 year-old female patient who had essure inserted (lot no. 810878). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included antiinflammatory agents and oral analgesic (benzocaine). On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), sinusitis ("recurrent sinusitis"), neck pain ("neck pain with the feeling of being in a blur for several days"), gingival bleeding ("bleeding gums"), alopecia ("hair loss"), amnesia ("memory loss"), aphasia ("difficulty finding my words"), fatigue ("fatigue"), pain in extremity ("heel pain without finding anything"), arthralgia ("hip joint pain"), neuralgia ("persistence of neuralgia"), pain ("significant diffuse pain "), headache ("headaches"), allergy to metals ("allergy to metals"), adenomyosis ("adenomyosis") and asthenia ("asthenia"). The patient was treated with surgery (hysteroctomy). At the time of the report, the outcomes for embedded device, sinusitis, neck pain, gingival bleeding, alopecia, amnesia, aphasia, fatigue, pain in extremity, arthralgia, adenomyosis and asthenia were unknown. No causality assessment was received for essure with regard to sinusitis, neck pain, gingival bleeding, alopecia, amnesia, aphasia, fatigue, pain in extremity, arthralgia, embedded device, device breakage, neuralgia, pain, headache, allergy to metals, adenomyosis or asthenia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Hysterosalpingogram] on (B)(6) 2011: normal uterus morphology, right implant was in good position. On the left, the tube was not opacified, but the interpretation was tricky. It was concluded by a professor to a favorable result with total tubal obstruction. [X-ray] in (B)(6) 2011: proves that there was a failure; on (B)(6) 2011: asymmetrical appearance of the implants. With a coiled appearance on the left side. Lot number: 810878. Manufacturing date: 2010-12. Expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jun-2023: upon receipt of follow up it was identified that this case is duplicate of case (B)(4). All events from deletion case (B)(4) device breakage, device embedded. Neuralgia allergy to metal, adenomyosis, asthenia diffuse pain headaches, references, reporters, concomitant drugs source documents are transferred to this case. Legacy device number (2951250-2023-02627). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented/migrated in the abdomen due to fragmentation by a digestive surgeon. [Embedded device] right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented [device breakage] recurrent sinusitis [sinusitis recurrent] neck pain with the feeling of being in a blur for several days [neck pain] bleeding gums [gum bleeding] hair loss [hair loss] memory loss [memory loss] difficulty finding my words [word finding difficulty] fatigue [fatigue] heel pain without finding anything [pain in heel] hip joint pain [pain in hip] persistence of neuralgia [neuralgia] significant diffuse pain [diffuse pain] headaches [headache] allergy to metals [allergy to metals] adenomyosis [adenomyosis] asthenia [asthenia] concentration difficulties [concentration impairment] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-mar-2021. The most recent information was received on 17-feb-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of embedded device ("right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented/migrated in the abdomen due to fragmentation by a digestive surgeon.") And device breakage ("right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented") in a 48 year-old female patient who had essure inserted (lot no. 810878). Additional non-serious events are detailed below. The patient had a medical history of deficiency of humoral immunity and nickel allergy. Concomitant products included antiinflammatory agents and oral analgesic (benzocaine). On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), sinusitis ("recurrent sinusitis"), neck pain ("neck pain with the feeling of being in a blur for several days"), gingival bleeding ("bleeding gums"), alopecia ("hair loss"), amnesia ("memory loss"), aphasia ("difficulty finding my words"), fatigue ("fatigue"), pain in extremity ("heel pain without finding anything"), arthralgia ("hip joint pain"), neuralgia ("persistence of neuralgia"), pain ("significant diffuse pain"), headache ("headaches"), allergy to metals ("allergy to metals"), adenomyosis ("adenomyosis"), asthenia ("asthenia") and disturbance in attention ("concentration difficulties").essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy with adnexectomy and hysterectomy). At the time of the report, the outcomes for embedded device, sinusitis, neck pain, gingival bleeding, alopecia, amnesia, aphasia, fatigue, pain in extremity, arthralgia, adenomyosis and asthenia were unknown. The reporter considered disturbance in attention to be related to essure administration. No causality assessment was received for essure with regard to sinusitis, neck pain, gingival bleeding, alopecia, amnesia, aphasia, fatigue, pain in extremity, arthralgia, embedded device, device breakage, neuralgia, pain, headache, allergy to metals, adenomyosis or asthenia. The reporter commented: asymmetric appearance of the implants, with a twisting on the left and a misalignment of the markers on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Hysterosalpingogram] on (B)(6) 2011: normal uterus morphology, right implant was in good position. On the left, the tube was not opacified, but the interpretation was tricky. It was concluded by a professor to a favorable result with total tubal obstruction [magnetic resonance imaging pelvic] (date unknown): twisting of the implant on the left and fragmentation of the implant on the right [scan brain] in march 2015: did not identify an etiology [ultrasound pelvis] on (B)(6) 2020: patient learned that the implants were mispositioned [x-ray] in august 2011: proves that there was a failure; on (B)(6) 2011: asymmetrical appearance of the implants. With a coiled appearance on the left side and these anomalies were visible immediately after the placement of the implants: it was showed an asymmetric appearance of the implants, with a twisting on the left and a misalignment of the markers on the right lot number: 810878 manufacturing date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-feb-2025: medical record received: lawyer has marked as primary reporter. Medical history and lab data added. Reporter causality comment added. Non drug treatment added. Event verbatim updated of the event embedded device. New event added: concentration difficulties. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented/migrated in the abdomen due to fragmentation by a digestive surgeon. [Embedded device] right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented [device breakage] recurrent sinusitis [sinusitis recurrent] neck pain with the feeling of being in a blur for several days [neck pain] bleeding gums [gum bleeding] hair loss [hair loss] memory loss [memory loss] difficulty finding my words [word finding difficulty] fatigue [fatigue] heel pain without finding anything [pain in heel] hip joint pain [pain in hip] persistence of neuralgia [neuralgia] significant diffuse pain [diffuse pain] headaches [headache] allergy to metals [allergy to metals] adenomyosis [adenomyosis] asthenia [asthenia] concentration difficulties [concentration impairment] insomnia [insomnia] articular pain [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-mar-2021. The most recent information was received on 29-apr-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of embedded device ("right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented/migrated in the abdomen due to fragmentation by a digestive surgeon.") And device breakage ("right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented") in a 48-year-old female patient who had essure inserted (lot no. 810878). Additional non-serious events are detailed below. The patient had a medical history of hot flushes, insomnia, urinary incontinence, parity 2 (1996, 2000), allergy to metals, migraine, deficiency of humoral immunity and nickel allergy. Concurrent conditions were listed as muscular pain, cervicalgia and procedural pain. Concomitant products included antiinflammatory agents and oral analgesic (benzocaine). On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), sinusitis ("recurrent sinusitis"), neck pain ("neck pain with the feeling of being in a blur for several days"), gingival bleeding ("bleeding gums"), alopecia ("hair loss"), amnesia ("memory loss"), aphasia ("difficulty finding my words"), fatigue ("fatigue"), pain in extremity ("heel pain without finding anything"), pain in hip ("hip joint pain"), neuralgia ("persistence of neuralgia"), pain ("significant diffuse pain"), headache ("headaches"), allergy to metals ("allergy to metals"), adenomyosis ("adenomyosis"), asthenia ("asthenia"), disturbance in attention ("concentration difficulties"), insomnia ("insomnia") and joint pain ("articular pain"). The patient was treated with zomig (zolmitriptan), doliprane (paracetamol), topalgic (tramadol hydrochloride) and profenid (ketoprofen) as well as surgery (hysterectomy with adnexectomy and hysterotomy). At the time of the report, the fatigue and headache had resolved. The outcomes for embedded device, sinusitis, neck pain, gingival bleeding, alopecia, amnesia, aphasia, pain in extremity, pain in hip, adenomyosis, asthenia, insomnia and joint pain were unknown. The reporter considered joint pain, disturbance in attention and insomnia to be related to essure administration. No causality assessment was received for essure with regard to sinusitis, neck pain, gingival bleeding, alopecia, amnesia, aphasia, fatigue, pain in extremity, pain in hip, embedded device, device breakage, neuralgia, pain, headache, allergy to metals, adenomyosis or asthenia. The reporter commented: asymmetric appearance of the implants, with a twisting on the left and a misalignment of the markers on the right. According to the expert, essure early fragmentation was due to a defect in the device. A link with the essure and the symptoms couldn¿t be definitively excluded but could only be indirect. It could only be considered plausible. It couldn¿t be ruled out that the fragmentation of the right implant might have some responsibility in the symptomatology (including migration in the abdominal cavity) which led to hysterectomy. The patient's current few residual issues after the hysterectomy were more influenced by anxiety and psychological disorders that were a consequence of the complications following the placement of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Hysterosalpingogram] on (B)(6) 2011: normal uterus morphology, right implant was in good position. On the left, the tube was not opacified, but the interpretation was tricky. It was concluded by a professor to a favorable result with total tubal obstruction [magnetic resonance imaging pelvic] (dates unknown): twisting of the implant on the left and fragmentation of the implant on the right and left essure was surrounded by adenomyosis, in left horn, curled and fragmented [scan brain] in (B)(6) 2015: did not identify an etiology [ultrasound pelvis] on (B)(6) 2020: patient learned that the implants were mispositioned; on (B)(6) 2020: confirmed the incorrect position of essure [x-ray] in (B)(6) 2011: proves that there was a failure and showed the right essure but extra tubal and in 2 parts (one in abdominal cavity).; on (B)(6) 2011: asymmetrical appearance of the implants. With a coiled appearance on the left side and these anomalies were visible immediately after the placement of the implants: it was showed an asymmetric appearance of the implants, with a twisting on the left and a misalignment of the markers on the right lot number: 810878 manufacturing date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-apr-2025: medical record received. New events insomnia & articular pain were added. Additional reporter added. Lab data, treatment drugs, medical history & concomitant conditions were added. Reporter causality comment updated. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('total hysterectomy with adnexectomy - partial omentectomy') in a (B)(6) female patient who had essure (batch no. 810878) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sinusitis ("recurrent sinusitis"), neck pain ("neck pain with the feeling of being in a blur for several days "), gingival bleeding ("bleeding gums "), alopecia ("hair loss "), amnesia ("memory loss"), aphasia ("difficulty finding my words "), fatigue ("fatigue "), pain in extremity ("heel pain without finding anything ") and arthralgia ("hip joint pain "). The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, sinusitis, neck pain, gingival bleeding, alopecia, amnesia, aphasia, fatigue, pain in extremity and arthralgia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, aphasia, arthralgia, fatigue, gingival bleeding, medical device removal, neck pain, pain in extremity and sinusitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. X-ray - in (B)(6) 2011: proves that there was a failure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4).) On 19-mar-2021. The most recent information was received on 25-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('total hysterectomy with adnexectomy - partial omentectomy') in a 48-year-old female patient who had essure (batch no. 810878) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sinusitis ("recurrent sinusitis"), neck pain ("neck pain with the feeling of being in a blur for several days"), gingival bleeding ("bleeding gums"), alopecia ("hair loss"), amnesia ("memory loss"), aphasia ("difficulty finding my words"), fatigue ("fatigue"), pain in extremity ("heel pain without finding anything") and arthralgia ("hip joint pain"). The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, sinusitis, neck pain, gingival bleeding, alopecia, amnesia, aphasia, fatigue, pain in extremity and arthralgia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, aphasia, arthralgia, fatigue, gingival bleeding, medical device removal, neck pain, pain in extremity and sinusitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. X-ray - in (B)(6) 2011: proves that there was a failure. Lot number: 810878 manufacturing date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.